Event description:
It was reported that a patient underwent a hysteroscopy procedure on (B)(6) 2022 and a hysteroscope was used. The optical conduct of the device was found to be closed or partially closed. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: according to the information received, the optical conduct of the gynecare code gms805 is closed or partially closed. The device will not be returned for evaluation, but photographic evidence has been provided that appears to confirm the issue. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).